Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump would not vibrate. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product for analysis.

Manufacturer narrative:
The pump was received with no vibration during the self test due to a broken vibrator motor wire. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.